Manufacturer narrative:
(B)(4), date sent: 2/4/2022. Investigation summary: the gen11 operators manual (IFU) was reviewed and it was noted that the gen11 meets the following standards: en (iec) 60601-1 (with canadian and us national deviation), en (iec) 60601-1-2, en (iec) 60601-2-2, en (iec) 60601-1-8, degree of protection against electric shock ¿ type cf applied part consisting of the harmonic or enseal instruments, class I protection against electric shock, rf emissions ¿ cispr 11 ¿ group 1 (per iec 60601-2-2-2009), rf emissions ¿ cispr 11 ¿ class a, voltage dips ¿ iec 61000-4-11, voltage interruptions ¿ iec 61000-4-11, conducted rf ¿ iec 61000-4-6, and radiated rf iec 61000-4-3. For detailed information refer to pages 36-38 of the operators manual. Since the gen11 has been commercially available in the EU since 2012, it has been subjected to yearly tuv qms/surveillance audits to maintain conformance to the applicable standards. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An analysis of the product could not be performed since a physical sample was not received for evaluation. The complaint is not against a specific device but information within the IFU. The lot/batch/serial number was not provided; therefore, the manufacturing records evaluation could not be performed.

Manufacturer narrative:
(B)(4). Batch #: unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch/serial number was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure it was discovered that the gen11's IFU is missing some of the safety risks associated with the generator and the users.